Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval has found through the device history record search that the processor pcb installed into the device did not match the processor pcb recorded on the device history record. Through review of the device history record, it was determined that the processor pcb was swapped with another pump. This is an indication that the processor pcb is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warning and cautions of the spectrum operators manual, it states" servicing the sigma spectrum infusion pump is restricted to qualified, sigma trained service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from svc.

Event description:
During baxter's eval of spectrum pump, evidence of tampering was found. It was unk if there was pt involvement with the device after the unauthorized svc was performed.